Event description:
A doctor reported that a memory lens iol implanted in a patient's left eye in 2000 has opacified. Initial diagnosis made in 2002. Yag procedure performed approximately one year ago with a slight improvement in vision. Current visual acuity reported as 20/30 os in 2003. The doctor plans to explant the device in the near future. No further information is available at the time of this report.